Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's hospitalization was prolonged as a result of the event. The patient experience "garbled" speech post-operatively the procedure. The patient returned to the hospital with aphasia and a headache and was found to have acute embolic small cerebrovascular accidents (cva). Two computerized tomography (cts) were performed in addition to a magnetic resonance imaging (MRI), eeg, echocardiogram, cxr, and speech therapy. Memory impairment occurred.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Four log files were received and analyzed. No log files occurred on the reported event date. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an ablation procedure using the sphere catheter, a patient experienced a stroke. The case was completed. No further patient complications have been reported as a result of this event.